Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported issues of separation and component damaged/leakage with bd infusion set of material 11448964. This complaint was captured using information provided by health (B)(6) medical devices online databases. No photos or samples were provided and without further information, the complaint cannot be verified and the root cause of these failures remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec set no ports w/hanger dehp free had issues with component separation, damage, and leakage. The following information was provided by the initial reporter: "(B)(4) - defective component (B)(4) - break (B)(4) - material separation (B)(4) - fluid leak".